Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic') in a 41-year-old female patient who had essure (ess205) (batch no. C49142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (total number of pregnancies: 6), parity 1 (total number of live births: (B)(6) 1996, (B)(6) 1998, (B)(6) 2005, (B)(6) 2008), ectopic pregnancy (ectopic gestation laparoscopy (B)(6) 2004), abortion (elective termination (B)(6) 2006), ovarian cyst, hemorrhoids, salpingectomy, vaginal discharge, vulval itching, vulval irritation, vaginal yeast infection, colposcopy, heart attack, diabetes and breast cancer. Concurrent conditions included asthma since (B)(6) 2016, eczema, vaginitis, bacterial vaginosis, hemorrhoids, back pain, hair loss and ovarian cyst. Concomitant products included fluconazole, metronidazole, naproxen, nsaids and paracetamol (acetaminophen). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("left lower quadrant pain"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced complication associated with device ("complications"). The patient was treated with surgery (unilateral salpingectomylaparoscopy. Right salpingectomy,portion of the left fallopian tube removed). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower and allergy to metals was resolving and the menorrhagia, vaginal haemorrhage, depression, anxiety, complication associated with device and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, complication associated with device, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted - salpingectomy date reported as (B)(6) 2018 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram- on (B)(6) 2016: essure device was successfully occluded. Total bilateral occlusion. Tubes were blocked. Pathology test- on (B)(6) 2018: pathology diagnosis: fallopian tube, right, ligation: one completely transected tube. Metal wire clip. Fallopian tube, left, ligation: one completely transected tube metal wire clip. Gross: specimen consists of multiple fragments of possible fallopian tube. 2 portions of silver metal wire, 7.0 and 3.2cm length. Specimen consists of 2 portions tan soft tissue, up to 1.0cm. Smallest portion of tissue has an embedded portion of silver metal wire, 4.0cm length. 2 additional portions of silver metal wire are included, up to 4.7 and 2.8cm. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as nickel allergy, abdominal pain lower, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received: new event infection (bladder/ urinary tract/vaginal) type: vaginal added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic') in an adult female patient who had essure (ess205) (batch no. C49142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (total number of pregnancies: 6), parity 1 (total number of live births: 1. (B)(6) 1996, (B)(6) 1998, (B)(6) 2005, (B)(6) 2008), ectopic pregnancy (ectopic gestation laparoscopy (B)(6) 2004), abortion (elective termination (B)(6) 2006), asthma, ovarian cyst, hemorrhoids and salpingectomy. Concomitant products included nsaids and paracetamol (acetaminophen). In june 2005, the patient had essure (ess205) inserted. In july 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("left lower quadrant pain"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In july 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced complication associated with device ("complications"). The patient was treated with surgery (unilateral salpingectomy laparoscopy. Right salpingectomy,portion of the left fallopian tube removed). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower and allergy to metals was resolving and the menorrhagia, vaginal haemorrhage, depression, anxiety and complication associated with device outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, complication associated with device, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted - salpingectomy date reported as (B)(6) 2018 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Total bilateral occlusion. Tubes were blocked.. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as nickel allergy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic') in an adult female patient who had essure (ess205) (batch no. C49142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (total number of pregnancies: 6), parity 1 (total number of live births: (B)(6) 1996, (B)(6) 1998, (B)(6) 2005, (B)(6) 2008), ectopic pregnancy (ectopic gestation laparoscopy (B)(6) 2004), abortion (elective termination (B)(6) 2006), asthma, ovarian cyst, hemorrhoids and salpingectomy. Concomitant products included nsaids and paracetamol (acetaminophen). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("left lower quadrant pain"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced complication associated with device ("complications"). The patient was treated with surgery (unilateral salpingectomylaparoscopy. Right salpingectomy,portion of the left fallopian tube removed). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower and allergy to metals was resolving and the menorrhagia, vaginal haemorrhage, depression, anxiety and complication associated with device outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, complication associated with device, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted - salpingectomy date reported as (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Total bilateral occlusion. Tubes were blocked. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received: new events added - pain pelvic, left lower quadrant, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel, psychological or psychiatric problems condition: depression and mental anguish. Medical history, lot number, lab data were added. Suspect drug start and stop date were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.